Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04961 / 04962).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to a hematoma and leg length discrepancy. It was further reported that failure was ¿attributed in part to maxing out the head and neck as well as an abnormal gait caused by a contralateral ankle injury.¿ during the procedure, the stem, head and taper were removed and replaced. Subsequently, patient was revised again on (B)(6) 2015 due to bursitis, resection of a scar, a ¿festering exploding wound¿ and a possible infection. During the procedure the head and liner were removed and replaced with an active articulation system.